Event description:
The customer reported that during a regular maintenance, automatic trigger kept on at neonatal maintenance set-up. When exhaling hold test, pressure wave form went up and high pressure continuous alarm occurred. Our engineer powered off to re-start but the device didn't start. No pt involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) lab received the suspect pcba control board for investigation. The fa lab was able to duplicate the reported failure and isolate it to a corrupted bootloader. This is considered a known issue which is addressed internally.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim control pcba. The control pcba was installed onto a known good uim and was installed onto a known good top level unit and powered on. The screen remained blank and all led¿s were continuously illuminated. The control pcba was not receiving a new software upload. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion factory service technician evaluated the user interface module duplicated the reported issue. The issue was isolated to the control pcba and will be further analyzed by the carefusion failure analysis technician.